Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that there was noise on this right ventricular lead. Noise could not be reproduced in the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There was an event and explant date provided, however they do not make sense so they were left off of this report.

Manufacturer narrative:
On 5/30/2016 - we were provided an analysis, explant and event dates. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 8.5 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.